Event description:
Two patients were transferred from (B)(6) to (B)(6) for concerns of cerebral edema based on the CT examinations performed in (B)(6). Repeat CT examinations at (B)(6) were normal. It was recognized that the findings for both patients were similar and there was a lack of confirmation on repeat imaging, which suggested this was likely artifact, particularly since both prior studies were performed on the same CT scanner in close temporal proximity to each other. After some investigation, it was confirmed that these findings were indeed artifacts which were mimicking cerebral edema due to the introduction of air into the oil-cooling system of the CT scanner.